Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient has two separate devices implanted and suspected the interstim device was interfering with the icm device. The icm remains in use. No patient complications have been reported as a result of this event.